Event description:
It was reported that on two separate occasions, physician had been shocked by the programmer as the wand was removed from the patient's device. The unit has not been returned.

Manufacturer narrative:
(B)(4).